Event description:
During a revision to address loosening of the glenoid components caused by several falls, poly wear was also found. (Left shoulder).

Manufacturer narrative:
Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. Provided information states the patient fell several times and the glenoid became loose. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.